Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the reported complaint was confirmed from the evaluation. The lock has both rotational and lateral movement and a residue buildup present, the index knob and lock needed new components to replace worn internal parts; and the unit needed to be machined to have heli-coils added to the large starburst threads. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause: complaint confirmed via inspection of the unit. There was movement and a residue buildup present in the lock. The index knob and lock needed new components to replace worn internal parts. Probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that when the surgeon applied approximately 60lbs of pressure, the pressure would not stay constant and the mayfield modified skull clamp (a1059) became loose on the patient. They immediately removed the unit; however, there was a delay of 45 minutes to an hour. It is unknown if there was patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.